Manufacturer narrative:
Follow up #1 09/09/2016. Device evaluation: the battery cap was returned to animas and evaluated on 08/16/2016 with the following findings: the battery cap threads were found to be completely stripped. The battery cap could not attach to a test pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a part of the battery cap was missing. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.